Manufacturer narrative:
Concomitant medical products: product ID: 9731203, serial/lot #: unknown. A representative went to the site to preform a system check out. It was noted that there were parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system was displaying localizer disconnected in the software. The representative told technical services to call the site back to troubleshoot. The site tried to open the electrical magnetic (em) interface. There was a fault in the forth drive emitter. The power in the axiem box was all okay. There was no reported harm to the patient present and there was less than one hour delay. Navigation was aborted but the surgery continued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203, lot/serial #: 0400003924 h3) the field generator was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned field generator was found to have a fault on drive four. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.